Manufacturer narrative:
Mfg site eval: samples received: 2 unopened pouches. Analysis and results: there are no previous complaints of this code batch. A (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Received 2 closed samples. Tightness test to the samples received has been performed and the units are tight. Tested the knot security control of the samples received and the results are into the current range for this thread and size. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfilled the OEM requirements. Final conclusion: complaint is not justified. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). After 7-8 days the seams the thread was loosened the knots did not hold and intestines came out, one animal died.